Event description:
Voluntary medwatch form received states that the atrial lead exhibited an impedance issue and the lead was "off".

Manufacturer narrative:
Voluntary event report received. Medwatch: mw5120585.